Event description:
Complaint received that the foot section brake casters swivel when in brake position. No injury alleged.

Manufacturer narrative:
Technician replaced both brake casters to resolve this issue. Bed located in ed.